Event description:
It was reported that one clinician reported under infusions with secondaries such as ciprofloxacin and amoxicillin occurring about two months ago. She noted under infusions were generally occurring with pre-mixed secondary IV bags. There was a shortage of some pre-mixed anti-biotic IV bags and they got some from a different manufacturer/noted they were also diluted in dextrose. However, under infusions have not happened for two months ago. Practice is to usually add 10-15ml to the programming vtbi to account for overfill. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue that device had under infusion was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that one clinician reported under infusions with secondaries such as ciprofloxacin and amoxicillin occurring about two months ago. She noted under infusions were generally occurring with pre-mixed secondary IV bags. There was a shortage of some pre-mixed anti-biotic IV bags and they got some from a different manufacturer/noted they were also diluted in dextrose. However, under infusions have not happened for two months ago. Practice is to usually add 10-15ml to the programming vtbi to account for overfill. This was reported to bd representatives during site visit. There was patient involvement, however outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.